Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15354 . It was reported a patient's pacemaker and right ventricular lead presented with episodes of noise which were seen as high ventricular rate. Intervention discussed but no changes were reported. Patient would be further monitored.